Event description:
Customer stated that a patient had a (B)(6) antibody screen when testing was performed at the site on (B)(6) 2012, using vs561. Because the antibody screen was (B)(6), two unit of packed red cells were crossmatched (immediate spin) and transfused to patient. Customer claimed on (B)(6) 2012, patient was tested again at facility and the antibody screen test was now (B)(6). Patient had a (B)(6). According to customer, donor segments for packed red cells were discarded, so no antigen typing was performed on units transfused on (B)(6) 2012. There is no history of a delayed transfusion reaction or any associated adverse effects to the patient.

Manufacturer narrative:
Ocd performed a batch record review and a complaint review for this lot of product. Satisfactory results were observed. Retained testing was not performed due to receipt of complaint beyond the dating of the product. (B)(4).